Event description:
It was reported that this pacemaker has exhibited sensor driven high rate issues. The patient reported being seated for over 5 minutes and noticed heart rate fluctuates from 75 to 130 beats per minute (bpm). Pacemaker mediated tachycardia (pmt) episodes were observed. Additionally, atrial lead noise with isometrics was present. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) discussed possible inaccurate minute ventilation (mv) signals due to possible lead integrity issues with this ra lead. An episode of ra lead noise that was oversensed was noted, which resulted in an inappropriate atrial tachy response (atr) mode switch. The patient also reported dizziness and syncopal episodes. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.